Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he believed his insulin pump was not delivering the insulin to him properly. Customer stated that while wearing the pump, he will often still experience high blood glucose levels. Blood glucose level was 138 mg/dl at the time of the call. No further information was provided.